Event description:
Treating healthcare professional (hcp) reported that personally observed that patient had "granuloma formation in the injection area of the chin" after injection a year ago last summer with juvéderm® volux¿. Biopsy was not provided. Treatment and symptom information not provided.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.